Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during the manual prime process. The customer's blood glucose was 179 mg/dl. The customer was advised to disconnect from the device, disconnect the tubing and reservoir, and then reconnect the tubing and reservoir. She stated that insulin did not exit with a manual plunger push. She was advised to assemble a new infusion set with the current reservoir, and when she repeated the process, insulin did exit. She was advised to try a new reservoir with the current infusion set. She verified that insulin exited with a manual plunger push. She was advised to rewind the device, reinsert the reservoir and run a manual prime to at least 5.0 units. She stated that the insulin pump did not alarm no delivery and was advised that the insulin pump worked as designed. She advised that changing the reservoir resolved the issue. The customer was advised to replace reservoir and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.